Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The patient was programmed off and x-rays were taken. There were no reports of patient trauma or manipulation that could have caused or contributed to the high lead impedance readings and there were no reports of patient adverse events. X-rays were reviewed by the manufacturer and no obvious lead discontinuities or device issues were found. The patient has been referred for a surgical consult to address this issue.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.